Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy experienced a dialysis related infection. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on (B)(6) 2024 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2024 presented with enterococcus cloacae in the culture and a wbc count of 6775/mm3. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient was not initially hospitalized and prescribed intraperitoneal (ip) vancomycin at 1750 mg every three days for two weeks and ip ceftazidime at 2000 mg daily for two weeks to address the infection. The patient continued ccpd therapy on the same liberty select cycler at home throughout the treatment course. The patient presented to the outpatient clinic on (B)(6) 2024 for follow up laboratory testing that presented a wbc count of 30,250/mm3. The outpatient clinic determined the patient was noncompliant with her antibiotic prescription as her infection had severely worsened. The patient was advised to report to the hospital due to the severity of infection and she was admitted on (B)(6) 2024. The patient remains hospitalized and has not contacted the outpatient clinic since admission. As a result, her treatment course, diagnostics and therapeutics while admitted have not been reported to the outpatient clinic. It was believed the patient continues ccpd therapy on a hospital provided cycler (unknown brand and model) while admitted. It was confirmed the patient¿s persisting peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient will continue ccpd therapy on the same liberty select cycler at home upon discharge.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy experienced a dialysis related infection. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on (B)(6) 2024 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2024 presented with enterococcus cloacae in the culture and a wbc count of 6775/mm3. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient was not initially hospitalized and prescribed intraperitoneal (ip) vancomycin at 1750 mg every three days for two weeks and ip ceftazidime at 2000 mg daily for two weeks to address the infection. The patient continued ccpd therapy on the same liberty select cycler at home throughout the treatment course. The patient presented to the outpatient clinic on (B)(6) 2024 for follow up laboratory testing that presented a wbc count of 30,250/mm3. The outpatient clinic determined the patient was noncompliant with her antibiotic prescription as her infection had severely worsened. The patient was advised to report to the hospital due to the severity of infection and she was admitted on (B)(6) 2024. The patient remains hospitalized and has not contacted the outpatient clinic since admission. As a result, her treatment course, diagnostics and therapeutics while admitted have not been reported to the outpatient clinic. It was believed the patient continues ccpd therapy on a hospital provided cycler (unknown brand and model) while admitted. It was confirmed the patient¿s persisting peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient will continue ccpd therapy on the same liberty select cycler at home upon discharge.

Manufacturer narrative:
Correction: g.2.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain and cloudy effluent. It is well established that pd patients are at high risk for infections of the peritoneum. The cause of this patient¿s infection can be attributed to a break in asepsis during ccpd therapy as reported by a medical professional. Nonadherence to aseptic technique through touch contamination during pd therapy is the leading source of transmission of peritonitis causing pathogens. This is further evidenced by the presence of a microorganism that is part of the normal flora of human gastrointestinal (gi) and genitourinary (gu) tracts. Therefore, the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy experienced a dialysis related infection. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on 23/jul/2024 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on 23/jul/2024 presented with enterococcus cloacae in the culture and a wbc count of 6775/mm3. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient was not initially hospitalized and prescribed intraperitoneal (ip) vancomycin at 1750 mg every three days for two weeks and ip ceftazidime at 2000 mg daily for two weeks to address the infection. The patient continued ccpd therapy on the same liberty select cycler at home throughout the treatment course. The patient presented to the outpatient clinic on 28/jul/2024 for follow up laboratory testing that presented a wbc count of 30,250/mm3. The outpatient clinic determined the patient was noncompliant with her antibiotic prescription as her infection had severely worsened. The patient was advised to report to the hospital due to the severity of infection and she was admitted on (B)(6) 2024. The patient remains hospitalized and has not contacted the outpatient clinic since admission. As a result, her treatment course, diagnostics and therapeutics while admitted have not been reported to the outpatient clinic. It was believed the patient continues ccpd therapy on a hospital provided cycler (unknown brand and model) while admitted. It was confirmed the patient¿s persisting peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient will continue ccpd therapy on the same liberty select cycler at home upon discharge.